Event description:
Client has called wheelchair services ((B)(4)) reporting a fault on the backrest brace. One of the technicians has attended the call and found out that the right hand part of the back rest brace has detached from the right hand back post as the screw holding it in place has snapped. The azalea is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occured in the (B)(6).